Event description:
It was reported to philips that images were not appearing on the live monitor after exposure on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mrc 200 0508 rot-gs 1003 x-ray tube and performed adjustments. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).